Manufacturer narrative:
Spaceoar system hydrogel implanted (B)(6) 2015. Procedure unremarkable according to complainant. Clinical study demonstrated hydrogel is absorbed approximately 6 months post implantation. Onset of initial symptoms occurred 6 months post implantation; and alleged colostomy occured about 12 months post implant, 6 months after hydrogel is expected to be absorbed / not present. On dec 12, 2016 mris provided by complainant were reviewed by augmenix and medical consultant physician. The (B)(6) 2015 post implant images show spaceoar was partially offset to right side of patient. The (B)(6) 2016 MRI show some intraprostatic proteinaceous material. There is no hydrogel present. The (B)(6) 2016 mris show pubic symphysis edema and mris from (B)(6) 2016 show hyperintensity present on right side of prostate. Investigation is ongoing. Not returned to manufacturer.

Event description:
On nov 22, 2016 received verification from complainant physician that patient had alleged colostomy procedure sometime between (B)(6) 2016. On dec 2 , 2016 - in follow-up communication with the complainant physician the following chronology of events was provided: on (B)(6) 2015 - spaceoar hydrogel was placed and procedure went well per hydrogel applier. On (B)(6) 2015 - patient began radiation therapy. On (B)(6) 2015 - patient completed radiation therapy. On (B)(6) 2016 - patient had post bowel movement pain. Patient was referred to colorectal surgeon and diagnosed with proctitis. Patient was prescribed antibiotics and sent home. On (B)(6) 2016 - patient continued with pain and visits (B)(6) clinic. Clinic surgeon alleges that the pain is due to foreign body complication. On (B)(6) 2016 - patient had worsening pain and admitted to hospital. CT scan was fine. Mris showed extensive edema around prostate, pubic bone, and distal rectum at site of prostate. Patient was prescribed antibiotics and sent home. Nov 22, 2016 - complainant physician alleges colostomy procedure occurred sometime between (B)(6) 2016. Augmenix investigation is ongoing.

Manufacturer narrative:
The following additional information was received from the complainant physician: patient did not have any prior rectal surgeries. Patient did not have any prior chemotherapy and/or radiation therapy. Fiducial markers were placed. Patient did not receive high dose radiation therapy. Most recent psa was lower that pre-treatment. Patient did not have an elevated white cell count colostomy procedure was performed on (B)(6) 2016. Patient did not have any constipation issues.